Event description:
I have used radiance since 2007. While it is painful and there is some bruising, it disappears within a few days. Had radiance shots in faint smile line and 2 lines by lower mouth. On left side of lower mouth dr said would be bruising. Turned blue black that afternoon, then turned very black where he had injected and started to itch badly. Next day red appeared around black, so 1/2 of lower area under mouth affected in c shape. Itching turned to painful burning. Lasted 5 days with burning. Yellow cracked scab appeared. Dr. Saw said that shot had brought out cold sores, but scab in blackened area. Scab came off leaving seven oval lumps that are very noticeable in pink patch where blackened skin was. I am very upset since I do not know if oval cluster of lumps are permanent or not. Dose or amount: 1/2 syringe; frequency: probably 2x a year. Dates of use: 2007 - 2009. Diagnosis or reason for use: smile & marionette lines on face. Event abated after use stopped or dose reduced: no.